Manufacturer narrative:
The device was not returned back to nidek .however the device was evaluated by the nidek field service engineer (fse) at the site. The device was tested and evaluated for proper operation. Nidek fse checked the laser beam coincidence and offset set focus shift and confirmed that as functioning properly. However fse observed that the doctor does not uses contact lens during the treatment. As per nidek's operators manual it is recommended that doctor should use contact lens during the surgery.(reference: ophthalmic yag laser system yc-1800 operator's manual; 4.4 preparing for treatment; 12. Caution) the use of contact lens facilitates accurate focusing. (Reference: http://www.aao.org/munnerlyn-laser-surgery-center/ndyag-laser-posterior-capsulotomy-3). Failure to use the contact lens could cause the focus issues. Additionally fse also observed laser power was low. However low power itself is not a contributing factor to the pitting. (Reference: operators manual: 2. Safety and precautions; 2.3 use; caution) as per fse the low energy issue could have occurred due to the energy monitor's calibration drift over the time as the last laser maintenance service was performed in 2009. Power has been adjusted. The system has been calibrated. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek contacted the facility and confirmed that none of the patients had any serious adverse event and doctor could complete the surgery with success. The facility reported in total three patients had pitting two males and one female within the range of 50-70 yrs.' So additional two MDR will be submitted to FDA for additional events. Please refer 3002807715-2015-00042: female (B)(6) yrs. 3002807715-2015-00043: male (B)(6) yrs. 3002807715-2015-00044: male (B)(6) yrs. - (B)(4).

Event description:
Nidek received a complaint from customer on (B)(6) 2015. Customer received a recall notification letter regarding yc-1800 recall and on (B)(6) 2015 customer contacted nidek to make sure that his device yc-1800 sn: (B)(4) is in good condition. Doctor requested a service on his device. No injury was reported at that time. Nidek customer service manager called back to the customer on (B)(4) 2015 that time doctor reported that he had experienced pitting lens during surgery with yc-1800 sn.(B)(4). Doctor also mentioned that he had some issues during focusing. Doctor reported he had observed pitting in three patients one female and two males within the age group of 50 to 70 years. Doctor also confirmed that he could complete the surgery and none of the patient had any serious adverse reaction and no medical or surgical intervention was required for that.